Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced left sided deflation post procedure. The patient visited the physician¿s office and received a medical diagnosis for the deflation. Additionally, the patient had bilateral tenderness in the area of her scar tissue and right sided capsular contracture (baker grade unknown). The right side was stated to be tight and hardened. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The left sided deflation was reported initially under 1645337-2020-03856 on (B)(6) 2020. On (B)(6) 2020 the patient received additional information and initial awareness of the right sided issues. This report relates to the right prosthesis.